Event description:
The fse reported that the system would not display a fluoroscopic image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The igbt assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.